Event description:
It was reported that the laser was firing without pressing the foot pedal, it continued firing even after pressing the emergency stop button. The procedure was completed using an alternative method. There were no patient complications reported.

Manufacturer narrative:
The console was field service at the user's facility. The console was powered on with no errors. Upon inspection of the logs, the error was confirmed. Replacement of the lumenis pc compute was recommended to resolve the issue. Therefore, the reported allegation was confirmed.

Event description:
It was reported that during the procedure, the laser was firing without pressing the foot pedal, it continued firing even after pressing the emergency stop button. The procedure was completed using an alternative method. There were no patient complications reported.